Manufacturer narrative:
A single, used bag was received for investigation. The bag was visually examined and no issues were observed. The bag was leak tested and a film pinhole was verified near the perimeter seal at the top portion of the bag. Visual examination of the bag under a magnification inspection lamp verified a small hole in the bag film. No other issues were observed on the bag. There is no information to suggest the hole existed at the time the bag was produced at the manufacturing facility. Other than the hole itself, there was no evidence of excessive force or damage to the bag, or associated ports and tubing. It is unknown if a manufacturing issue, or user facility issue, may have contributed to the pinhole, however there was no direct evidence of a root cause.

Event description:
A cf-500 bag was being injected with cell material in a laboratory setting. The technician observed a leak from a pinhole near the top of the bag.